Manufacturer narrative:
(B)(4).

Event description:
It was reported that while interrogating the device, some data was not displayed, such as battery voltage, current drain and pacing lead impedance. The device was explanted and replaced. The patient's condition is stable post procedure.